Event description:
On (B)(6) 2012 customer reported a clear fluid leak under the lh750 and "r" flags on the differentials. The leak was approximately 10 ml of diluent, and it was not contained within the instrument as some of the fluid spilled onto the counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found worn pinch tubing that was cut at pinch valve (pv41). Fse replaced the tubing. This resolved the leak and the differential flags. Fse also performed preventative maintenance and replaced the retic mixing module because the retic mixing motor was continually rotating. The activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. System validation was documented in the customer's quality control record.

Manufacturer narrative:
(B)(4).